Event description:
It was reported that the patient underwent a revision surgery for an artificial urinary sphincter (aus). During the procedure the existing device was removed and a new aus was implanted after resizing. The device was not expected to return due to it being sent to the lab. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.